Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ectopic pregnancy ('ectopic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea"), abdominal pain ("abdominal pain "), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia(bleeding b/w periods)") and was found to have an ectopic pregnancy (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia and metrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, ectopic pregnancy, menorrhagia, metrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test result: unknown. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: newly added newts- dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, device ineffective, ectopic pregnancy, essure insertion date were updated, lab data was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.